Event description:
It was reported that a large volume infusor underinfused. The device was filled with 120ml fluorouracil and 107ml normal saline (non-baxter products). The expected flow rate was not reported; however it is known that approximately 50ml infused in two days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional flow rate test was performed and the results were within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.